Manufacturer narrative:
Based on the claim against the product by the customer noting non intuitive motion on a 30-degree endoscope (orientation flipped), an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) explained adjusting the base of the endoscope 180 degrees then wiping out guided tool change can resolve the issue. The staff redocked, installed the endoscope and instruments and the surgeon reported the motion was normal. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. This complaint is being reported due to the following conclusion: it was alleged that the 30-degree endoscope had non-intuitive motion (orientation flipped). Poor camera control could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported they were encountering issues with non-intuitive motion (scope orientation flipped). The customer explained when they move the camera up it went down. When the staff contacted tse, they were in the process of undocking and redocking. The tse explained adjusting the base of the scope 180 degrees then wiping out guided tool change can resolve the issue. The staff redocked, installed the scope and instruments and the surgeon reported the motion was normal. The procedure was completed as planned with no reported injury. Isi contacted the robotics coordinator and obtained the following information: the robotics coordinator confirmed that the procedure was completed robotically.